Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 488 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty and had bad vision due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. However, customer noted a leak near the end of their tubing during troubleshooting. Troubleshooting could not confirm if the customer had a bent cannula. Customer's blood glucose declined to 289 mg/dl at the end of the call. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.